Event description:
Erosion, pain, purulent discharge/pus, redness, swelling, wound dehiscence, the patient was hospitalized for the infection and system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).